Manufacturer narrative:
(B)(4). This investigation is still ongoing on this event. When the investigation completed a follow-up report will be sent to the FDA by 04/15/2011.

Event description:
The customer reported "the digital substraction angiography (dsa) failed during the examination. Unable at the moment to visualize vessels."